Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va09fth, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s implanted neurostimulator (ins) was replaced because of a lead malfunction, which had been going on for the past couple of years. The patient saw a rep in (B)(6) 2017, who stated that it had gotten worse. On (B)(6) 2017, the rep reported that the replacement took place on (B)(6) 2017. On (B)(6) 2017, the rep reported that the date of the replacement was (B)(6) 2017, contradicting the previous report. The patient had a loss of efficacy sometime, shortly, before then. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va09fth, implanted: (B)(6) 2013, explanted: (B)(6)2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a rep. It was reported that the patient was doing great. There was no more pain and the patient felt stimulation at 0.3.